Event description:
Erbe esu set on preset setting per case protocol. Surgeon activated esu and perforated the posterior wall of the bladder. Power was reduced on the device and procedure was finished.